Event description:
The facility representative reported to baxter (B)(4) a flo-gard IV administration set that could not flow due to a block inside the tubing during use. There was a patient involved; however, there was no report of patient injury or medical intervention required in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a block inside the tubing. The tubing below the drip chamber seemed to be bonded with solvent. An air passage test was performed revealing that the tubing could not flow at the block. The root cause of this condition was determined to have been caused by excessive solvent application. As a corrective action, this event shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint, thus ensuring awareness of this complaint and strict adherence to relevant requirements. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.